Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the device was implanted. It was reported that 71-year-old patient post chronic catheter placement, the device was allegedly ripped off and racking of the plastic part of the connection before the tap. Reportedly, on (B)(6) 2025, the drain was changed by interventional radiology. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 10fr navarre drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. What appeared to be cracks, were noted throughout the catheter hub. Therefore, the investigation is confirmed for the reported catheter connector fracture issues. However, it is unconfirmed for the reported material separation issues as only crack was observed during sample evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the device was implanted. It was reported that 71-year-old patient post a chronic catheter placement, the device was allegedly ripped off and racking of the plastic part of the connection before the tap. Reportedly, on 23/06, the drain was changed by interventional radiology. The current status of the patient was unknown.